Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, blood was observed to be going backward. The set was found to be leaking between the blood sample port and the tubing. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for investigation. The device was examined visually. Functional testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.